Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited noise over-sensing. Programming changes were made. There were no patient consequences.